Event description:
Account said head wouldn't come up, and when it does it drifts back down.

Manufacturer narrative:
Technician made adjustments to CPR cables and bed is working correctly. Pursuant to our response, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.